Event description:
Patient had an alert for rvt?rvc impedance of 266 ohms with a threshold of 300 ohms. No obvious sign of a lead issue, patient has low intrinsic impeance and this appears to be normal variat ion on low ttc impedance. No sic and no noise related episodes. Device ls programmed ttr for pacing and sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).